Event description:
New information received notes that on (B)(6) 2022, and x-ray showed right ventricle (rv) lead dislodgement causing high impedance and high capture thresholds. The physician elected to explant and replace the rv lead. Patient condition was stable.

Event description:
New information notes high pacing impedance on the rv lead.

Manufacturer narrative:
Correction: b5 missing high pacing impedance.